Event description:
Received info regarding a "cartridge alarm 19" during the load process. It was unk if the customer's blood glucose level was impacted due to not testing. Customer was able to reload the cartridge successfully and resume insulin delivery.

Manufacturer narrative:
No product returned for eval. Should new info become available, a follow up supplemental report will be submitted.